Event description:
A customer reported to baxter (B)(4) a viaflex empty container in which a leak was observed. According to the report, the container started leaking when the facility started filling it. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).a sample was returned for evaluation. Visual and functional testing was performed. Pressure testing at 8 pounds per square inch was performed and revealed the leak. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is pre-amendment; therefore, it does not have a us 510k number.